Event description:
Shock delivered notification was received on the customer support helpline queue. Ems was dispatched. Customer care unable to get into contact with anyone to confirm therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.